Event description:
It was reported there was no ventricular output. It was further noted the epg (external pulse generator) appeared to have been physically damaged. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report of no ventricle output. Atrial connector found disconnected on the heart flex with no output from the atrial side. Analysis confirmed the reported physical damage; upper and lower cases are broken. Ring cover and two side bail covers are broken. Battery release is contaminated. Heart block and lead flex cover are broken. Battery contacts are compressed. Ring and two side bails are missing. Battery drawer is broken. Cosmetic issue found on the keyboard pad. Lcd (liquid crystal display) is missing segments.